Event description:
It was reported that after a period of wound care and antibiotic therapy the wound was re-explored in 2000 due to persistent drainage. The original procedure was recurrent ventral hernia repair which was performed in 1999.